Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2005; including (B)(6), were not provided. On (B)(6) 2005: (B)(6). Operative report. Preoperative diagnosis: ventral incisional hernia, status post prior cesarean sections. Postoperative diagnosis: ventral incisional hernia, status post prior cesarean sections. Operative procedure: open mesh repair of midline ventral incisional hernia. Anesthesia: general endotracheal tube anesthesia. Estimated blood loss: nil. Specimen: hernia sac to histopathology. Complications: nil. Indications: this is a 44-year-old female patient who has had a large ventral hernia measuring 2 x 4 in. Involving the midline incision, which was done as a part of her cesarean section. She has also had sutures spitting out. I have counseled her for operative open repair. Procedure in detail: ¿the patient was brought to the operating room. One gram of ancef was given IV. General endotracheal tube anesthesia was smoothly induced. The abdomen was prepped and draped in the usual sterile fashion. The previous midline incision was reopened, and the sutures that are pulled through, which are of #1 polypropylene, were removed. A large hernia defect could be well defined, and the hernia sac was excised. The redundant hernia sac was removed after making sure there was no omentum incarcerated in it. The fingers were then placed underneath, and the abdominal wall was palpated. Superiorly, there was divarication of the recti with split and thinning of the midline fascia. Therefore, I have contemplated a gore dual mesh hernia repair as opposed to the overlay. The 6 x 3.5 in. Piece of gore-tex mesh dual mesh was used for repair. It was sutured circumferentially and anchored to the fascia with 0 ethibond sutures. After all the sutures were in place, then they were tied, parachuting down the mesh into the abdomen without much tension. A second row of sutures were placed with #1 ethibond. Following this, the fascia was carefully checked to make sure there was adequate closure. The subcutaneous tissue on top of the fascia was closed with vicryl sutures, and the skin was closed with staples. Sterile dressing was provided after confirming sponge, instrument, and needle count. The patient tolerated the procedure well, and was extubated and taken out of the operating room in satisfactory condition. Summary of findings: 2 x 4 in. Defect was covered underlay technique, using 3.5 x 6 in. Piece of gore-tex dual mesh with the smooth surface facing the intestines, and the rough surface facing the abdominal wall.¿ product identification records for the alleged ¿gore-tex dual mesh¿ were not provided. [Missing records: a pathology record detailing analysis of the specimen removed during the (B)(6) 2005 procedure was not provided.] (B)(6) 2005: (B)(6). Discharge summary. Final diagnosis: ventral incisional hernia, status post cesarean section and prior exploratory laparotomy. Hospital course: admitted and open mesh repair of a large ventral hernia was done using gore-tex dual mesh. Postoperative rather uneventful with the first day being spent to control pain, day 2 she was started on regular diet. Condition at discharge: awake, alert, ambulatory, tolerating diet, good pain control. Being discharged home. Return for staple removal (B)(6) 2005. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2005; including cesarean sections and exploratory laparotomy, were not provided. (B)(6) 2005: (B)(6). Operative report. Preoperative diagnosis: ventral incisional hernia, status post prior cesarean sections. Postoperative diagnosis: ventral incisional hernia, status post prior cesarean sections. Operative procedure: open mesh repair of midline ventral incisional hernia. Anesthesia: general endotracheal tube anesthesia. Estimated blood loss: nil. Specimen: hernia sac to histopathology. Complications: nil. Indications: this is a 44-year-old female patient who has had a large ventral hernia measuring 2 x 4 in. Involving the midline incision, which was done as a part of her cesarean section. She has also had sutures spitting out. I have counseled her for operative open repair. Procedure in detail: ¿the patient was brought to the operating room. One gram of ancef was given IV. General endotracheal tube anesthesia was smoothly induced. The abdomen was prepped and draped in the usual sterile fashion. The previous midline incision was reopened, and the sutures that are pulled through, which are of #1 polypropylene, were removed. A large hernia defect could be well defined, and the hernia sac was excised. The redundant hernia sac was removed after making sure there was no omentum incarcerated in it. The fingers were then placed underneath, and the abdominal wall was palpated. Superiorly, there was divarication of the recti with split and thinning of the midline fascia. Therefore, I have contemplated a gore dual mesh hernia repair as opposed to the overlay. The 6 x 3.5 in. Piece of gore-tex mesh dual mesh was used for repair. It was sutured circumferentially and anchored to the fascia with 0 ethibond sutures. After all the sutures were in place, then they were tied, parachuting down the mesh into the abdomen without much tension. A second row of sutures were placed with #1 ethibond. Following this, the fascia was carefully checked to make sure there was adequate closure. The subcutaneous tissue on top of the fascia was closed with vicryl sutures, and the skin was closed with staples. Sterile dressing was provided after confirming sponge, instrument, and needle count. The patient tolerated the procedure well, and was extubated and taken out of the operating room in satisfactory condition. Summary of findings: 2 x 4 in. Defect was covered underlay technique, using 3.5 x 6 in. Piece of gore-tex dual mesh with the smooth surface facing the intestines, and the rough surface facing the abdominal wall.¿ product identification records for the alleged ¿gore-tex dual mesh¿ were not provided. [Missing records: a pathology record detailing analysis of the specimen removed during the (B)(6) 2005 procedure was not provided.] (B)(6) 2005: (B)(6). Discharge summary. Final diagnosis: ventral incisional hernia, status post cesarean section and prior exploratory laparotomy. Hospital course: admitted and open mesh repair of a large ventral hernia was done using gore-tex dual mesh. Postoperative rather uneventful with the first day being spent to control pain, day 2 she was started on regular diet. Condition at discharge: awake, alert, ambulatory, tolerating diet, good pain control. Being discharged home. Return for staple removal (B)(6) 2005. (B)(6) 2009: (B)(6). Operative report. Preoperative diagnosis: incarcerated ventral hernia. Postoperative diagnosis: infected mesh and ventral hernia. Procedure: excision of infected mesh, repair of ventral hernia with biologic prosthesis. Surgeon: enej gasevic, md. Assistant: irmine van dyken. Anesthesia: general with endotracheal tube. Estimated blood loss: less than 100 ml. Specimen: infected hernia sac resected and sent to pathology. Aerobic and anaerobic cultures sent to micro lab. Indication for procedure: this is a 47-year-old female presenting to clinic with midline abdominal pain and a tender bulging site, which by her description, description of physician referring her has somewhat decreased in size since the 24 hours prior, but has been causing her increasing abdominal pain. The patient has had multiple abdominal operations with abdominal wall reconstruction with mesh. Diagnosis of incarcerated ventral incisional hernia made. The patient consented, to operating room for exploration and repair of hernia. Risks and benefits as well as goals and alternatives to operative therapy all discussed. The patient provided informed consent. Procedure in detail: ¿the patient taken to the operating room, placed in a comfortable well-padded supine position on the or table. General anesthesia induced by anesthesia department. The patient was prepped and draped in usual sterile fashion. An area in the superior aspect of the midline incision overlying the palpable mesh was chosen and # 10 blade used to divide the skin and subcutaneous tissues. Bovie electrocautery utilized to divide scar tissue overlying the fascia at the superior aspect of the incision. Careful blunt and sharp dissection utilized to expose the edge of the mesh where the area of the most tenderness was and a small defect noted without any herniated contents. Upon gentlel [sic] probing of the defect between the fascia and mesh, copious purulent drainage noted coming from deep within the wound. It became obvious that the mesh synthetic prosthesis was infected and had to be resected to eradicate the infection. We proceeded to expose the edges of the mesh using blunt and sharp dissection and divide ethibond sutures used to anchor it. Mesh was easily removed and cavity thus created was copiously irrigated with sterile saline. Obviously infected granulation tissue surrounding the mesh was divided from the free edges of the fascia thus creating an approximately 15 x 5 cm defect between the somewhat retracted anterior rectus sheaths edges. It was clear that the tension would be too great to close primarily, so a bard collamend mesh was chosen utilizing a 20 x 15 cm portion to obtain sufficient overlap and trim to size. This was sutured in place with interrupted u stitches using 0 ethibond and parachuted in place. With appropriate tension, it was possible to approximate the fascial edges with a running 0 vicryl thus creating native tissue coverage over the biologic prosthesis. Two drains were placed, #15 french round, one just over the mesh, one subcutaneous and sutured at the skin incision sites. Wound was closed in layers with absorbable suture and wound covered with the sterile dressing. The patient tolerated the procedure without obvious complications.¿ append: post- op diagnosis should read: infected mesh and recurrent ventral/incisional hernia. [Missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2009 procedure was not provided.] (B)(6) 2009: (B)(6). Pathology report. Case: (B)(6). Specimen(s): infected mesh from abdomen. Clinical history incarcerated incisional hernia. Final diagnosis: granulation tissue with surgical mesh, incident of repair of incarcerated incisional hernia, abdomen. Gross: the specimen is received in formalin labeled ¿infected mesh from abdomen¿ and consists of an 11.5 x 8.0 x 0.1 cm tan-white wrinkled, corrugated portion of mesh with attached sutures at the perimeter. No soft tissue is adherent to the specimen. There is a scant amount of residual red-brown blood attached to the specimen. Sections of the mesh are submitted in cassette 1a. Microscopic: microscopic finding(s) correspond to the diagnosis (es) given above. (B)(6) 2011: (B)(6). Operative report. Assistant(s): (B)(6). Post-procedure diagnosis: suture sinus. Procedure(s) (description): excision of suture sinus x 2. Description of procedure: ¿the patient was identified and taken to the operating room. She was placed on the table in the supine position. Monitored anesthesia care was performed. The abdomen was prepped and draped in the usual sterile fashion. A time-out was performed. The 2 chronic abscesses were identified. Each abscess was injected with 0.5% marcaine with epinephrine. An elliptical incision was created around each one and carried down into the subcutaneous tissue. The inflammatory tissue was removed. A suture was identified with the midline one, which was also removed. The areas were irrigated. The subcutaneous tissue was re-approximated with 3-0 vicryl suture. The skin was then closed with 4-0 monocryl in a subcuticular fashion. The incisions were dressed with steri-strips and gauze. The patient tolerated the procedure well. She was awakened in the operating room and transported to recovery in good condition.¿ findings: chronic inflamation [sic], suture sinuses. Specimen(s) type: pathology: suture sinuses. Estimated blood loss: 5 ml (B)(6) 2011: (B)(6). Pathology report. Case: (B)(6). Clinical history: abdominal cyst. Specimen received: suture abscess. Gross description: submitted in formalin, labeled with the patient¿s name and ¿suture abscess¿ are several irregular fragments of indurated yellow, tan, and red fibrofatty tissue, some of which feature portions of attached skin, overall measuring 4 x 2.5 x 1 cm. In aggregate. The specimens are sectioned and entirely submitted in one cassette. Microscopic description: slides show multiple sections of skin and underlying fibrovascular tissue featuring focally dense chronic inflammatory cell infiltrates, consisting of small lymphocytes, histiocytes, and plasma cells. The are is surrounded by dense fibrous tissue. No residual foreign material is identified. Diagnosis: skin and soft tissue, abdominal region, excision: chronic abscess with marked chronic inflammation and fibrosis (clinical suture abscess). A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 1991: (B)(6) hospital. (B)(6) , md. Procedure report. Esophagogastroduodenoscopy. Indication: persistent upper abdominal pain/vomiting past few weeks, unexplained/not responsive to medical measures. On long-term nsaids. Impression: mild diffuse antral gastritis. On (B)(6) 1993: (B)(6) hospital. (B)(6) , md. Radiology ¿ epigastric ultrasound. Indication: right upper quadrant pain. Impression: very large gallbladder; probably represents large normal variant. Otherwise within normal limits, no stones. On (B)(6) 1993: (B)(6) hospital. (B)(6) , md. Radiology ¿ upper gi. Indication: right upper quadrant pain. Impression: negative. On (B)(6) 2003: (B)(6) hospital. (B)(6) , md. Radiology ¿ gallbladder sonogram, obstetrical ultrasound. Indication: right upper quadrant pain. Check for abruption. Impression: single live 34 week by measurement intrauterine gestation cephalic presentation with posterior placenta. Mild inflammatory changes maternal gallbladder; no evidence cholelithiasis. On (B)(6) 2003: (B)(6) hospital. Lab. Wbc 12 h (5.0-10). Albumin 2.0 l (3.2-5.5). On (B)(6) 2003: (B)(6) hospital. (B)(6) . Discharge summary. Final diagnoses: 37-week high risk pregnancy. Thrombocytopenia with elevated liver enzymes, likely a helpp (hemolysis, elevated liver enzymes, low platelets) variant. Abdominal pain/vomiting. Advanced maternal age. Abnormal triple screen/increased risk of down syndrome. Moderate dehydration. History of rapid deliveries. Likely small for gestational age infant. Presented with abdominal pain, nausea, fatigue since external version procedure on (B)(6) at grand forks that successfully turned baby from breech to vertex presentation. Since that time developed increasing abdominal pain; seen for that in clinic. Skin noted to be bronze, somewhat jaundiced appearing. Abdomen was tender. Patient given vistaril for emesis and subcutaneous terbutaline to slow contractions down while transfer was arranged to grand forks as this pregnancy is high risk and requires ob-gyn and baby will likely require nicu care. Transferred in stable condition to grand forks. On (B)(6) 2003: (B)(6) hospital. (B)(6) , md. Radiology ¿ CT abdomen/pelvis. Indication: 42-year-old post-partum with dic/hellp syndrome, open wound draining ascitic fluid, clinical diagnosis pancreatitis. Impression: post-operative changes (c-section?) With ¿empty¿ uterus. Small left pleural effusion, possible focal inflammatory changes tail of pancreas. No ascites in patient with apparent ileus and CT scan otherwise unremarkable. On (B)(6) 2003: (B)(6) hospital. [Signature illegible]. Emergency department visit. Had c-section 12 days ago and had problems with small dehiscence last week; seen by dr. (B)(6) 3 days ago. Tonight, incision opened totally and now has an eviscerated abdomen, severe pain now. Has not had fever. Has had drainage from incision since surgery. Developed pancreatitis/ascites after surgery and [illegible] chronic drainage/problems. Abdomen: eviscerated with small bowel coming through incision lying on abdomen. Bowel appear healthy. Has macular/petechial rash on abdomen. Dr. (B)(6) in to see patient. Will transfer to grand forks. Impression: total dehiscence of c-section with eviscerated. Transfer to (B)(6) hospital. On (B)(6) 2003: (B)(6) hospital. (B)(6) . Consultation. Complaint: abdominal wound dehiscence. Cesarean section on week ago last tuesday; apparently did have hellp syndrome and cesarean was done in grand forks. Baby was quite premature. Subsequently transferred to rochester, where she developed pancreatitis/ascites. Wound was opened at some point, and she was having a large amount of ongoing drainage. Seen in devils lake several days after discharge from rochester by dr. (B)(6) and subsequently by myself. At that time found to have ongoing serous drainage. She was clinically doing quite well and wound appeared clean. Had CT done on friday, apparently as well as fluid sent for amylase; results not available at this time. Several hours ago, kim completely dehisced her abdominal wound. Significant abdominal pain, no nausea/vomiting, bowel movements normal. She did have very significant ankle edema which apparently is still present but diminishing according to husband. Abdomen: non-distended, pfannenstiel incision reveals significant fascial dehiscence with obvious loops of small intestine completely extruded. These are warm, well vascularized, no signs of obvious obstruction or vascular compromise. Wound edges until clean at the level of the skin but we did not further examine the area because of intense pain. Impression: abdominal wound dehiscence, possible pancreatic ascites/fistula. Plan: various options reviewed with patient/family. Plan: transfer to grand forks for further evaluation and management with respect to emergent wound closure as well as possible pancreatic ascites. Family agreeable; will proceed emergently. ??/??/??: [missing records: records from (B)(6) where patient was transferred for ¿further evaluation and management with respect to emergent wound closure¿ were not provided.] On (B)(6) 2004: (B)(6) hospital. (B)(6) , md. Emergency department visit. Complains of drainage from a wound from cesarian [sic] section she had in (B)(6) . This was followed by wound dehiscence; repaired in (B)(6). She feels the incision might be opening again. States she has not done any heavy lifting or carrying other than her infant who is 17 pounds at this time. Denies fever, chills, or abdominal pain. Lower abdomen: midline scar from cesarian [sic] section. At lower edge of scar is a minute 2-3 mm area that is open on the scar line and has some clear drainage but no surrounding erythema or cellulitis. On repeated palpation of wound, we were unable to express any liquid material. Has been caring for this at home by putting hydrogen peroxide on it. Asked her to stop doing this and just wash it well daily with warm water and soap, keep it dry otherwise. Put on keflex for one week. Should follow up next week with dr. (B)(6) . Impression: minor wound infection. Condition at discharge stable. On (B)(6) 2004: (B)(6) hospital. (B)(6) , md. Radiology ¿ abdominal sonogram. Indication: left lower/upper quadrant pain. Impression: negative. On (B)(6) 2005: (B)(6) hospital. (B)(6) , md. Radiology ¿ gallbladder ultrasound. Indication: abdominal pain, history of ¿pancreatitis¿. Impression: negative. On (B)(6) 2005: (B)(6) hospital. (B)(6) , md. Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain, history clinical ¿pancreatitis¿, recent ¿negative¿ gallbladder sonogram. Findings: large volume of stool in proximal colon (obstipation), prominent midline vascular uterus. Impression: copd, senescence. Otherwise, negative. (B)(6) 2005: (B)(6) hospital. [Signature illegible]. Emergency department visit. Had surgery for ventral hernia repair (B)(6) . Had mesh placed. Staples were placed per 1 week, then removed. Small dehiscence mid-point of wound with some drainage of serous fluid. Wound explored; subcutaneous cavity noted and packed with ¼¿ neu-gauze, [illegible] about margins of incision at site of dehiscence. Bowel sounds active, non-tender without masses, organomegaly [illegible]. Impression: post-surgical seroma; drained. Plan: keflex. See surgeon or family doctor monday for packing change, further evaluation. On (B)(6) 2006: (B)(6) hospital. [Signature illegible]. Emergency department visit. Missed top stair; fell, hit head and left upper leg. Unable to get back up. Complains of nausea. Impression: 1 ½ inch scalp laceration, left leg contusion. On (B)(6) 2009: (B)(6) community clinic. (B)(6) , fnp-c. Office notes. Presenting with history of lump right above her umbilical area that she has noticed for about a month. Had been waiting to come in to have it evaluated because she was hoping it would go away by itself, obviously it has not. Over the weekend has been having increasing amounts of pain, now 7/10. Had hernia repair in 2005 in what [sic] of the inguinal areas and c-section in 2003; she states required follow up surgery and actually was transferred to (B)(6) because it sounds like she eviscerated and as she puts it all of her guts fell out. Weight 122.4 lbs. Abdomen: definite scar from previous surgeries which are presumed to be the c-section repair. Good bowel sounds; slightly hyperactive. Area of pain is directly above umbilical area, has very firm painful ball-like bulging area I would estimate to be approximately the size of a golf ball notable on exam. Area very tender to palpation. I did press on it somewhat firmly but did not feel that it reduced at all. Patient extremely uncomfortable with this procedure. Impression: palpable umbilical hernia, rule out incarceration. Plan: abdominal ultrasound today. Contacted (B)(6); scheduled to see dr. (B)(6) on (B)(6) 2009 for further consultation/definitive treatment. Will make sure we have a copy of this note, lab work and ultrasound accompanying patient for appointment. On (B)(6) 2009: (B)(6) hospital. (B)(6) , md. Radiology ¿ ultrasound abdomen limited. Indication: supraumbilical ventral wall pain at site of previous hernia repair (2005) reported to have midline opaque mesh on CT scan (B)(6) 2008. Follow up evaluation. Findings: complex 1.8 x 5.4 x 5.2 cm diameter midline subcutaneous mass above umbilicus which has extremely vascular margins and central fluid collection; cannot exclude abscess, differential includes seroma. Is conceivable that fluid filled bowel adhesed to interperitoneal well with mesenteric vascularity could mimic pathological process; suggest repeat CT scan abdomen particularly if considering surgical intervention (no sign of subcutaneous mass or abscess on CT abdomen (B)(6) 2008). Impression: suspicious. On (B)(6) 2009: (B)(6) . (B)(6) , fnp-c. Consult/transfer of care request form. To: dr. (B)(6) . Transfer of care. Problem: umbilical hernia, question incarcerated. Appointment requested: emergent. On (B)(6) 2009: (B)(6) . (B)(6) , md. Consultation. Abdominal pain. History of multiple abdominal operations and ventral hernia repair with mesh, now presents to primary care with one month¿s history of abdominal discomfort and swelling at the upper extent of midline incision. Describes sharp pain at site of swelling; no aggravating or alleviating factors. No alteration of bowel/bladder function, no fevers/chills. She thinks bulge has decreased in size since yesterday. Also complains of intermittent discomfort in epigastrium for which CT was done about a year ago to evaluate for possible hernia. Risk factors: 10 cigarettes to 1 pack/day; started 1970. Surgical history: c-section, hernia repair, possible evisceration. Occupation: cna [certified nursing assistant]. Respiratory: cough. Abdomen: bowel sounds normal. Small, tender, non-reducible hernia at superior aspect of midline incision. Impression: incarcerated incisional hernia. Plan: emergent operative repair indicated. Will proceed to operating room when room available. Admit with nothing by mouth until operation. On (B)(6) 2009: (B)(6) . [Signature illegible]. Anesthesia record. Operation: excision of infected mesh, ventral hernia repair with mesh. Weight 54 kg. Asa: p1. On (B)(6) 2009: (B)(6) . [Signature illegible]. Operative record. Wound classification: 4. Pathology specimens: infected mesh. Cultures: incisional hernia-abdomen. On (B)(6) 2009: (B)(6) . Implant sticker. Bard collamend implant. On (B)(6) 2009: (B)(6) . Microbiology. Source: abdomen. Site: hernia incision. Gram stain: 4+ (many) rbcs. 4+ (many) wbcs. No organisms seen. Aerobic culture: (B)(6) 2009 final, no growth. Anaerobic culture: (B)(6) 2009 final, no anaerobes isolated in 5 days. On (B)(6) 2009: (B)(6) . Lab. Wbc 12.9 h (4.5-11). On (B)(6) 2009: (B)(6) . [Illegible] (B)(6). Progress notes. Pain better. Nauseated; vomiting yesterday. Not passing gas. Taking sips/chips. Abdomen soft, non-distended, appropriately tender. Impression: ventral hernia repair with mesh postoperative day 2. Plan: ambulate three times/day. Foley out tomorrow. Awaiting bowel function. On (B)(6) 2009: (B)(6) . (B)(6) , rd. Nutrition notes. Weight 53.1 kg. Optimal weight 60 kg. Bmi 20.09. Anorexia/decreased intake: nothing by mouth x3 days. Consider alternative nutrition if unable to resume diet. Consider theragran m for healing, additional vitamin d for general health. On (B)(6) 2009: (B)(6) hospital. (B)(6) , md. Discharge summary. Primary diagnosis: infected mesh with history of ventral abdominal hernia. Hospital course: presented to clinic on the 19th with history of pain at site of pervious abdominal ventral hernia repair. Apparently had multiple abdominal surgeries with dehiscence and intraabdominal catastrophe in the past, which was repaired with mesh and had increasing pain and some protrusion in the area about a week prior to presentation. On exam, it appeared consistent with a recurrent hernia. Taken for repair the same day and found to have infected mesh. Mesh was excised and replaced with a bioprosthesis with good results. Admitted inpatient for the remainder of the week due to difficult to control pain, nausea, and inability to tolerate oral. Eventually discharged on the 26th tolerating oral and in good condition. On (B)(6) 2009: (B)(6) . [Signature ni]. Discharge instructions. Follow up appointment (B)(6) (B)(6) . Do not lift or carry over 25 pounds. Ok if incision gets wet. On (B)(6) 2009: (B)(6) . (B)(6) , md. Office notes. Postoperative excision of infected mesh, repair of ventral hernia with biologic prosthesis (B)(6) 2009. Weight 116.8 lbs., bmi 20. Medications: tylenol, lortab, colace, milk of magnesia. Risk factors: states has not had a cigarette since surgery. Pathology report discussed with patient. Exam: surgical site: incision intact-well healed. Drain in place; minimal serous drainage. Drain removed. Gastrointestinal: bowel sounds equal and active, abdomen soft/nondistended, abdominal tenderness. Incision well healed, no evidence of hernia. Impression: postoperative exam without complications. May return to normal activities 6 weeks postoperative. Return in 4 weeks. On (B)(6) 2009: (B)(6) . (B)(6) , md. Letter to whom it may concern. Due to medical reasons, (B)(6) was unable to attend work. She may return to light-duty work now, and is not to lift more than 10 pounds for the next six weeks, or until I release her without restrictions. Please contact me if additional information is needed. On (B)(6) 2009: (B)(6) hospital. Nurse notes. Complains of abdominal pain. Had hernia repair (B)(6) . Left side of incision hurts. Skin very warm to touch, has yellow drainage from incision site. Area very tender. Wound culture obtained. Discharge home, stable condition. On (B)(6) 2009: (B)(6) hospital. (B)(6) . Emergency department visit. Complains of postoperative wound infection. States had hernia surgery last month at fargo; currently followed up by the surgeon in (B)(6), however, it is starting to drain a lot more. Abdomen: healing postoperative wound with some mile [sic] purulent drainage at wound site. No obvious lymphangitis or local erythema. Impression: postoperative wound infection. Plan: treat with a gram of rocephin, follow up with keflex and vicodin for pain. Advised to keep area clean, dried and covered. Follow up with family doctor. On (B)(6) 2009: (B)(6) hospital. Microbiology. Source: wound (aerobic). Umbilical hernia incision: staphylococcus aureus. ??/??/??: [missing records: records between (B)(6) 2009 and (B)(6) 2011 were not provided.] On (B)(6) 2020: (B)(6) . (B)(6) , md (resident); (B)(6) , md. History & physical. 58-year-old who is status post bilateral femoral hernia repair (B)(6) 2019 at (B)(6) . States repair worked well until she went back to work as a certified nursing assistant 4-6 weeks following surgery. Since then has noticed a bulge in right groin that continues to get bigger. Bulge associated with pain in last couple months. Pain has become so bad she was sent home from work today. Has history of possible ventral hernia repair but does not remember when it was done, thinks it was done in jamestown. Denies nausea/vomiting, fever or chills. States she is chronically constipated; has not had bowel movement or passed flatus in 2 days. Last ate about an hour ago, on her way to the emergency department. Does not take any prescribed medications. Surgical history: bilateral femoral hernia ((B)(6) 2019), ventral hernia repair, c-section. Social: no alcohol, ½ pack per day. Review of systems: chronic constipation, right groin pain. Weight 114 lbs., bmi 19.57. Abdomen: soft, non-tender. Right groin bulge noted with standing or when baring down. Tender to palpation, reducible. Labs pending, no images available. Impression: right groin pain; noted to have recurrent right hernia. Status post bilateral hernia repair. Plan: nothing by mouth except medications. CT abdomen/pelvis with contrast. Labs now, repeat in morning. Admit to medical/surgical floor. Ivf resuscitation. Oral/IV pain meds as needed. Possible operating room tonight or tomorrow morning depending on findings from CT scan. Discussed with dr. (B)(6) , plan formulated with him. Attestation: I have examined the patient and agree with resident¿s assessment and plan. Patient with history of bilateral femoral hernia repair presents with recurrent right groin bulge; partially reducible. Will check CT for anatomy. Patient ate about 2 hours ago, so will not likely go to surgery tonight. On (B)(6) 2020: (B)(6) . (B)(6) , md. Radiology ¿ CT abdomen/pelvis with contrast. Comparison: none. Impression: right inguinal hernia which contains a loop of small bowel. No evidence of bowel obstruction. On (B)(6) 2020: (B)(6) . (B)(6) , md (resident); (B)(6) , md. Progress notes. No acute events overnight, doing well. Pain controlled, denies nausea/vomiting. No bowel movement or flatus. Impression: recurrent right hernia. CT demonstrates right inguinal hernia that contains small bowel. No evidence of bowel obstruction. Plan: talked to patient that the hernia repair we have to offer would likely lead to recurrence. Will talk to our colleagues at (B)(6) that may be able to perform robotic repair. Patient okay with this. If they are unable to perform surgery, will discuss surgical options again. Attestation: examined patient and agree with resident. CT shows hernia is new inguinal hernia rather than recurrent femoral hernia. Is not obstructed and is reducible. Patient smokes, is chronically constipated and works at a job involving daily heavy lifting. Risk of recurrence with patch herniorrhaphy is extremely high. Discussed with patient; is interested in abdominal wall reinforcement with intra-abdominal patch. Will work on identifying surgeon in area who can provide this; if not able to do so, will proceed with lichtenstein repair later today. On (B)(6) 2020: (B)(6) . (B)(6) , md (resident); (B)(6) , md. Progress notes. Right inguinal hernia, reducible, no signs of bowel incarceration at this time. Given history of prior femoral repair, advised patient the better option will be to have it done laparoscopic/robotic to reduce risks of recurrence. Discussed with dr. (B)(6) at (B)(6) ; will be able to see her in clinic early next week to discuss robotic repair of right inguinal hernia. Plan discussed with patient and daughter; agreed to follow up with dr. Ernst. Patient will be discharged home. On (B)(6) 2020: (B)(6) . (B)(6) , md. Letter to whom it may concern. This is to certify that (B)(6) was hospitalized from (B)(6) 2020 to (B)(6) 2020. Due to her ongoing medical condition, we do not advice [sic] patient to partake in any lifting. We ask that she be excused from work until this condition is assessed by treating surgeon. ??/??/??: [missing records: records after (B)(6) 2020 detailing follow up for right inguinal hernia, possible surgery were not provided.] Records span (B)(6) 1991 to (B)(6) 2020. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. Previous patient code (3191 used for ¿mesh broke open¿) was reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6) 1991 through (B)(6) 2020 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Records from (B)(6) 2005 through (B)(6) 2008 were not provided. Patient information: medical history: smoking: (B)(6) 2005: ¿chronic cough from smoking.¿ ¿[smokes] one half pack per day.¿ (B)(6) 2009: ¿10 cigarettes to 1 pack/day; started 1970.¿ (B)(6) 2009: ¿states has not had a cigarette since surgery.¿ (B)(6) 2020: ¿1/2 pack per day¿ (B)(6) 2020: ¿smokes¿ weight: (B)(6) 2005: 119 lbs. (B)(6) 0209: 122.4 lbs. Chronic constipation. Chronic obstructive pulmonary disease [copd]. (B)(6) 2005: incisional hernia. (B)(6) 2009: infected mesh, ventral hernia. (B)(6) 2019: bilateral groin hernias. (B)(6) 2020: right inguinal hernia. Surgical procedures: unknown date: exploratory laparotomy. (B)(6) 2003: cesarean section. (B)(6) 2005: open mesh repair of midline ventral incisional hernia. Implant: gore® dualmesh® biomaterial. (B)(6) 2009: excision of infected mesh, repair of ventral hernia with biologic prosthesis. Implant: bard collamend. (B)(6) 2011: excision of suture sinus x 2. (B)(6) 2019: bilateral femoral hernia repair with mesh. Relevant medical information: (B)(6) 2003: emergency department. ¿had c-section 12 days ago and had problems with small dehiscence last week; seen 3 days ago. Tonight, incision opened totally and now has an eviscerated abdomen, severe pain now. Has not had fever. Has had drainage from incision since surgery. Developed pancreatitis/ascites after surgery and [illegible] chronic drainage/problems. Abdomen: eviscerated with small bowel coming through incision lying on abdomen. Bowel appear [sic] healthy . Has macular/petechial rash on abdomen. Dr. B. In to see patient. Will transfer. Impression: total dehiscence of c-section with eviscerated [sic]. Transfer.¿ (B)(6) 2003: ¿complaint: abdominal wound dehiscence. Cesarean section on [sic] week ago last tuesday.¿ ¿wound was opened at some point, and she was having a large amount of ongoing drainage.¿ ¿she completely dehisced her abdominal wound. Significant abdominal pain.¿ ¿abdomen: non-distended, pfannenstiel incision reveals significant fascial dehiscence with obvious loops of small intestine completely extruded. These are warm, well vascularized, no signs of obvious obstruction or vascular compromise. Wound edges until clean at the level of the skin but we did not further examine the area because of intense pain. Impression: abdominal wound dehiscence, possible pancreatic ascites/fistula.¿ ¿plan: transfer....for further evaluation and management with respect to emergent wound closure as well as possible pancreatic ascites.¿ (B)(6) 2004: emergency department: ¿she feels the incision might be opening again.¿ ¿ at lower edge of scar is a minute 2-3 mm area that is open on the scar line and has some clear drainage but no surrounding erythema or cellulitis. On repeated palpation of wound, we were unable to express any liquid material.¿ ¿ impression: minor wound infection.¿ (B)(6) 2005: CT abdomen/pelvis. Indication: ¿abdominal pain, history clinical ¿pancreatitis¿, recent ¿negative¿ gallbladder sonogram. Findings: large volume of stool in proximal colon (obstipation), prominent midline vascular uterus. Impression: copd, senescence. Otherwise, negative.¿ implant preoperative complaints: (B)(6) 2005: ¿had c-section with dehiscence, subsequent repair and breakdown of repair. Has been spitting sutures since. Off and on abdominopelvic pain. Now with site pain below the umbilicus slightly to the right.¿ ¿spitting two sutures at this time; both appear to be prolene.¿ ¿ impression: incisional hernia, ventral right infraumbilical.¿ (B)(6) 2005: ¿distinct hernia in the lower midline incision approximately 3 cm infraumbilical and off to the right side; measured at least 3.5 x 4 cm, easily reducible, tender to palpate. No evidence for incarceration or strangulation. The sutures in the midline incision and pfannenstiel incision could be easily palpated. Some of them are splitting out, and they are non-dissolvable polypropylene variety. Assessment/plan: symptomatic incisional hernia in the right infraumbilical region. Recommended elective open mesh repair." Implant procedure: open mesh repair of midline ventral incisional hernia. [Implant: gore® dualmesh® biomaterial, 1dlmc07/03659530, 20cm x 30cm x 1mm thick] implant date: (B)(6) 2005 [hospitalization (B)(6) 2005] wound classification: unknown. Findings: ¿2 x 4 in. Defect was covered underlay technique, using 3.5 x 6 in. Piece of gore-tex dual mesh with the smooth surface facing the intestines, and the rough surface facing the abdominal wall.¿ description of hernia being treated: ¿the previous midline incision was reopened, and the sutures that are pulled through, which are of #1 polypropylene, were removed . A large hernia defect could be well defined, and the hernia sac was excised. The redundant hernia sac was removed after making sure there was no omentum incarcerated in it. The fingers were then placed underneath, and the abdominal wall was palpated. Superiorly, there was divarication of the recti with split and thinning of the midline fascia . Therefore, I have contemplated a gore dual mesh hernia repair as opposed to the overlay.¿ implant size and fixation: ¿the 6 x 3.5 in. Piece of gore-tex mesh dual mesh was used for repair. It was sutured circumferentially and anchored to the fascia with 0 ethibond sutures. After all the sutures were in place, then they were tied, parachuting down the mesh into the abdomen without much tension. A second row of sutures were placed with #1 ethibond. Following this, the fascia was carefully checked to make sure there was adequate closure. The subcutaneous tissue on top of the fascia was closed with vicryl sutures, and the skin was closed with staples.¿ (B)(6) 2005: pathology report. ¿source: a. Hernia sac.¿ ¿diagnosis: hernia sac.¿ (B)(6) 2005: discharge summary. ¿postoperative rather uneventful with the first day being spent to control pain....¿ ¿condition at discharge: awake, alert, ambulatory, tolerating diet, good pain control.¿ relevant medical information: (B)(6) 2005: ¿her incision has healed well without complications, no recurrence of hernia.¿ (B)(6) 2005: emergency department. ¿small dehiscence mid-point of wound with some drainage of serous fluid. Wound explored; subcutaneous cavity noted and packed with ¼¿ neu-gauze, [illegible] about margins of incision at site of dehiscence. Bowel sounds active, non-tender without masses, organomegaly [illegible]. Impression: post-surgical seroma; drained.¿ (B)(6) 2005: ¿still has incisional area pain.¿ ¿abdomen soft, hernia well reduced. Opening in incision was in the central position. Healthy granulation is visible underneath. Minimal tracking by a couple of inches. No exposure of mesh. Impression: superficial wound infection. Very likely from reopening of an old incision and removing old sutures. Does not appear to be anything deep rooted or worrisome for mesh infection.¿ ¿warned against lifting any heavy weights.¿ (B)(6) 2005: ¿incision has healed without any complications; hernia remains nicely reduced.¿ (B)(6) 2008: CT abdomen/pelvis. Impression: ¿opaque material in the midabdomen in the midline, apparently opaque mesh of some sort employed in the treatment of previous ventral hernia. No inguinal or abdominal wall hernias are identified.¿ explant preoperative complaints: (B)(6) 2009: ¿over the weekend has been having increasing amounts of pain, now (B)(6).¿ ¿abdomen: area of pain is directly above umbilical area, has very firm painful ball-like bulging area I would estimate to be approximately the size of a golf ball notable on exam. Area very tender to palpation. I did press on it somewhat firmly but did not feel that it reduced at all. Patient extremely uncomfortable with this procedure. Impression: palpable umbilical hernia, rule out incarceration.¿ (B)(6) 2009: ultrasound abdomen. ¿findings: complex 1.8 x 5.4 x 5.2 cm diameter midline subcutaneous mass above umbilicus which has extremely vascular margins and central fluid collection; cannot exclude abscess, differential includes seroma. Is conceivable that fluid filled bowel adhesed to intraperitoneal well with mesenteric vascularity could mimic pathological process; suggest repeat CT scan abdomen particularly if considering surgical intervention (no sign of subcutaneous mass or abscess on CT abdomen (B)(6) 2008).¿ (B)(6) 2009: ¿abdominal pain. History of multiple abdominal operations and ventral hernia repair with mesh, now presents to primary care with one month¿s history of abdominal discomfort and swelling at the upper extent of midline incision. Describes sharp pain at site of swelling; no aggravating or alleviating factors.¿ ¿also complains of intermittent discomfort in epigastrium for which CT was done about a year ago to evaluate for possible hernia.¿ ¿small, tender, non-reducible hernia at superior aspect of midline incision. Impression: incarcerated incisional hernia. Plan: emergent operative repair indicated.¿ (B)(6) 2009: ¿this is a 47-year-old female presenting to clinic with midline abdominal pain and a tender bulging site, which by her description, description of physician referring her has somewhat decreased in size since the 24 hours prior, but has been causing her increasing abdominal pain. The patient has had multiple abdominal operations with abdominal wall reconstruction with mesh. Diagnosis of incarcerated ventral incisional hernia made.¿ explant procedure: excision of infected mesh, repair of ventral hernia with biologic prosthesis. [Implant: bard collamend] explant date: (B)(6) 2009 [hospitalization dates (B)(6) 2009] wound classification: 4. Findings: postoperative diagnosis: ¿infected mesh and recurrent ventral/incisional hernia.¿ procedure: ¿an area in the superior aspect of the midline incision overlying the palpable mesh was chosen and # 10 blade used to divide the skin and subcutaneous tissues. Bovie electrocautery utilized to divide scar tissue overlying the fascia at the superior aspect of the incision. Careful blunt and sharp dissection utilized to expose the edge of the mesh where the area of the most tenderness was and a small defect noted without any herniated contents. Upon gentlel [sic] probing of the defect between the fascia and mesh, copious purulent drainage noted coming from deep within the wound. It became obvious that the mesh synthetic prosthesis was infected and had to be resected to eradicate the infection. We proceeded to expose the edges of the mesh using blunt and sharp dissection and divide ethibond sutures used to anchor it. Mesh was easily removed and cavity thus created was copiously irrigated with sterile saline. Obviously infected granulation tissue surrounding the mesh was divided from the free edges of the fascia thus creating an approximately 15 x 5 cm defect between the somewhat retracted anterior rectus sheaths edges. It was clear that the tension would be too great to close primarily, so a bard collamend mesh was chosen utilizing a 20 x 15 cm portion to obtain sufficient overlap and trim to size. This was sutured in place with interrupted u stitches using 0 ethibond and parachuted in place. With appropriate tension, it was possible to approximate the fascial edges with a running 0 vicryl thus creating native tissue coverage over the biologic prosthesis. Two drains were placed, #15 french round, one just over the mesh, one subcutaneous and sutured at the skin incision sites. Wound was closed in layers with absorbable suture and wound covered with the sterile dressing.¿ (B)(6) 2009: gram stain: ¿4+ (many) rbcs. 4+ (many) wbcs. No organisms seen.¿ (B)(6) 2009: pathology report: final diagnosis: ¿granulation tissue with surgical mesh, incident of repair of incarcerated incisional hernia, abdomen.¿ gross: ¿the specimen is received in formalin labeled ¿infected mesh from abdomen¿ and consists of an 11.5 x 8.0 x 0.1 cm tan-white wrinkled, corrugated portion of mesh with attached sutures at the perimeter.¿ (B)(6) 2009: aerobic culture: ¿final, no growth.¿ (B)(6) 2009: anaerobic culture: ¿final, no anaerobes isolated in 5 days. (B)(6) 2009: discharge instructions. ¿do not lift or carry over 25 pounds. Ok if incision gets wet.¿ relevant medical information: (B)(6) 2009: ¿incision well healed, no evidence of hernia.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ the instructions for use also state: ¿for best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ the instructions for use further state: ¿cutting gore dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant history: added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2008: (B)(6) md. Radiology, CT abdomen/pelvis with contrast. Indication:? Hernia. Impression: opaque material in the midabdomen in the midline, apparently opaque mesh of some sort employed in the treatment of previous ventral hernia. No inguinal or abdominal wall hernias are identified. No other definite abnormality noted. On (B)(6) 2019: (B)(6) md. Consultation. General surgery. Left sided abdominal hernia, previous repairs, reports mesh was placed but she thinks it was removed at 1 of the operations. Reports ongoing discomfort at midline/left abdomen. Current smoker. Impression/plan: recurrent ventral hernia with chronic incarceration. Some of the mesh borders are palpable. CT, potential hernia surgery. [Missing records: records for the CT scan mentioned in the consultation were not provided.]. On (B)(6) 2019: (B)(6) cnp. Progress note. Bilateral femoral hernia repair with mesh. On (B)(6) 2019: (B)(6) health. Implant record. Mesh hernia plug perfix, 2 used. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. D4: added lot#, catalog#, expiration date, di#. D4: updated brand name. G5: updated combo product field, added PMA/510k#. H4: added device manufacture date. H6: updated method code 1 and results code 1 as valid lot# provided. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2005: (B)(6), md. Office notes. Had c-section with dehiscence, subsequent repair and breakdown of repair. Has been spitting sutures since. Off and on abdomino pelvic pain. Now with site pain below the umbilicus slightly to the right. Can demonstrate the site clearly. No bloating, diarrhea, or change in bowel habits. Worse when up and active, doing any heavy lifting or carrying. Abdomen with confused incisional pattern consistent with history. Spitting two sutures at this time; both appear to be prolene. Three centimeters below the umbilicus, one centimeter the right is a centered 2.5 to 3-centimeter direct ventral hernia. Tender at edges. No other masses. Impression: incisional hernia, ventral right infraumbilical. Plan: recommend repair with increasing symptoms. Recommend against adhesiolysis and ¿exploratory.¿ offered referral back to (B)(6) lake; would like done in condo. Full teaching done. Scheduled. On (B)(6) 2005: (B)(6) hospital. Implant sticker. Procedure: open mesh repair of ventral hernia. Specimens removed: hernia sac. Findings: large hernia 2 inches x 4 inches. Mesh 6 inches x 3 ½ inches. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc07. Lot batch code: 03659530. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc07/03659530) was implanted during the procedure. On (B)(6) 2005: (B)(6). Pathology report. Accession number: (B)(4). General case information: (B)(6) hospital (B)(4). Source: a. Hernia sac, any location. Macroscopic examination: received is a segment of fibromembranous tissue which is up to 4 x 0.8 x 0.5 cm. Upon sectioning through the specimen, it has a soft consistency. Once representative section, one cassette. Microscopic examination: sections show irregular fragments of loosely textured to moderately dense fibrous tissue. Portions of the sections show the presence of mesothelial cell layer. Diagnosis: hernia sac. On (B)(6) 2005: (B)(6), md. Office notes. Status post open mesh hernia repair of incision hernia. Claims to be doing well. Her incision has healed well without complications, no recurrence of hernia. Plan: I have removed all the staples and applied steri-strips. Return to clinic in a month for re-evaluation. On (B)(6) 2005: (B)(6), md. Office notes. Status post repair of ventral hernia. Has had some drainage, wound was open and packed at (B)(6) center. Still has incisional area pain. Remains afebrile. Abdomen soft, hernia well reduced. Opening in incision was in the central position. Healthy granulation is visible underneath. Minimal tracking by a couple of inches. No exposure of mesh. Impression: superficial wound infection. Very likely from reopening of an old incision and removing old sutures. Does not appear to be anything deep rooted or worrisome for mesh infection. Plan: recommend she finish course of antibiotics. Prescription for ultracet. Warned against lifting any heavy weights. Return office visit in two weeks. Continue to follow up with (B)(6) center. Also recommended work up for ongoing weight loss in the form of endoscopy and cat scan which could be facilitated through (B)(6) center. On (B)(6) 2005: (B)(6), md. Office notes. Status post abdominal hernia repair from four weeks ago. The discharge has stopped and she is healing well. Incision has healed without any complications; hernia remains nicely reduced. Impression: status post repair of large ventral hernia with a good result. Plan: reassured and discharged back to family practice. Recommended return back to work without restrictions on (B)(6) 2005. On (B)(6) 2019: (B)(6), md. Radiology, CT abdomen/pelvis with contrast. Indication: hernia, complicated. Impression: bilateral groin hernias containing nonobstructed bowel. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 91:(B)(6) hospital. (B)(6) , md. Procedure report. Esophagogastroduodenoscopy. Indication: persistent upper abdominal pain/vomiting past few weeks, unexplained/not responsive to medical measures. On long-term nsaids. Impression: mild diffuse antral gastritis. (B)(6) 93:(B)(6) hospital. (B)(6) , md. Radiology ¿ epigastric ultrasound. Indication: right upper quadrant pain. Impression: very large gallbladder; probably represents large normal variant. Otherwise within normal limits, no stones. (B)(6) 93:(B)(6) hospital. (B)(6) md. Radiology ¿ upper gi. Indication: right upper quadrant pain. Impression: negative. (B)(6) 03:(B)(6) hospital.(B)(6) md. Radiology ¿ gallbladder sonogram, obstetrical ultrasound. Indication: right upper quadrant pain. Check for abruption. Impression: single live 34 week by measurement intrauterine gestation cephalic presentation with posterior placenta. Mild inflammatory changes maternal gallbladder; no evidence cholelithiasis. (B)(6) 03:(B)(6) hospital. Lab. Wbc 12 h (5.0-10). Albumin 2.0 l (3.2-5.5). (B)(6) 03:(B)(6) hospital. (B)(6) . Discharge summary. Final diagnoses: 37-week high risk pregnancy. Thrombocytopenia with elevated liver enzymes, likely a helpp (hemolysis, elevated liver enzymes, low platelets) variant. Abdominal pain/vomiting. Advanced maternal age. Abnormal triple screen/increased risk of down syndrome. Moderate dehydration. History of rapid deliveries. Likely small for gestational age infant. Presented with abdominal pain, nausea, fatigue since external version procedure on 09/12 at grand forks that successfully turned baby from breech to vertex presentation. Since that time developed increasing abdominal pain; seen for that in clinic. Skin noted to be bronze, somewhat jaundiced appearing. Abdomen was tender. Patient given vistaril for emesis and subcutaneous terbutaline to slow contractions down while transfer was arranged to grand forks as this pregnancy is high risk and requires ob-gyn and baby will likely require nicu care. Transferred in stable condition to grand forks. (B)(6) 03:(B)(6) hospital. (B)(6) , md. Radiology ¿ CT abdomen/pelvis. Indication: 42-year-old post-partum with dic/hellp syndrome, open wound draining ascitic fluid, clinical diagnosis pancreatitis. Impression: post-operative changes (c-section?) With ¿empty¿ uterus. Small left pleural effusion, possible focal inflammatory changes tail of pancreas. No ascites in patient with apparent ileus and CT scan otherwise unremarkable. (B)(6) 03:(B)(6) hospital. [Signature illegible]. Emergency department visit. Had c-section 12 days ago and had problems with small dehiscence last week; seen by dr. Belluk 3 days ago. Tonight, incision opened totally and now has an eviscerated abdomen, severe pain now. Has not had fever. Has had drainage from incision since surgery. Developed pancreatitis/ascites after surgery and [illegible] chronic drainage/problems. Abdomen: eviscerated with small bowel coming through incision lying on abdomen. Bowel appear healthy. Has macular/petechial rash on abdomen. Dr. Belluk in to see patient. Will transfer to grand forks. Impression: total dehiscence of c-section with eviscerated. Transfer to altru hospital. (B)(6) 03:(B)(6) hospital. (B)(6) . Consultation. Complaint: abdominal wound dehiscence. Cesarean section on week ago last tuesday; apparently did have hellp syndrome and cesarean was done in grand forks. Baby was quite premature. Subsequently transferred to rochester, where she developed pancreatitis/ascites. Wound was opened at some point, and she was having a large amount of ongoing drainage. Seen in devils lake several days after discharge from rochester by dr. Bittner and subsequently by myself. At that time found to have ongoing serous drainage. She was clinically doing quite well and wound appeared clean. Had CT done on friday, apparently as well as fluid sent for amylase; results not available at this time. Several hours ago, kim completely dehisced her abdominal wound. Significant abdominal pain, no nausea/vomiting, bowel movements normal. She did have very significant ankle edema which apparently is still present but diminishing according to husband. Abdomen: non-distended, pfannenstiel incision reveals significant fascial dehiscence with obvious loops of small intestine completely extruded. These are warm, well vascularized, no signs of obvious obstruction or vascular compromise. Wound edges until clean at the level of the skin but we did not further examine the area because of intense pain. Impression: abdominal wound dehiscence, possible pancreatic ascites/fistula. Plan: various options reviewed with patient/family. Plan: transfer to grand forks for further evaluation and management with respect to emergent wound closure as well as possible pancreatic ascites. Family agreeable; will proceed emergently. ??/??/??:[missing records: records from grand forks where patient was transferred for ¿further evaluation and management with respect to emergent wound closure¿ were not provided.] (B)(6) 04:(B)(6) hospital. (B)(6) md. Emergency department visit. Complains of drainage from a wound from cesarian [sic] section she had in october. This was followed by wound dehiscence; repaired in grand forks. She feels the incision might be opening again. States she has not done any heavy lifting or carrying other than her infant who is 17 pounds at this time. Denies fever, chills, or abdominal pain. Lower abdomen: midline scar from cesarian [sic] section. At lower edge of scar is a minute 2-3 mm area that is open on the scar line and has some clear drainage but no surrounding erythema or cellulitis. On repeated palpation of wound, we were unable to express any liquid material. Has been caring for this at home by putting hydrogen peroxide on it. Asked her to stop doing this and just wash it well daily with warm water and soap, keep it dry otherwise. Put on keflex for one week. Should follow up next week with dr. Belluk. Impression: minor wound infection. Condition at discharge stable. (B)(6) 04:(B)(6) hospital. (B)(6) , md. Radiology ¿ abdominal sonogram. Indication: left lower/upper quadrant pain. Impression: negative. (B)(6) 05:(B)(6) hospital. (B)(6) , md. Radiology ¿ gallbladder ultrasound. Indication: abdominal pain, history of ¿pancreatitis¿. Impression: negative. (B)(6) 05: (B)(6) hospital. (B)(6) , md. Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain, history clinical ¿pancreatitis¿, recent ¿negative¿ gallbladder sonogram. Findings: large volume of stool in proximal colon (obstipation), prominent midline vascular uterus. Impression: copd, senescence. Otherwise, negative. (B)(6) 05:(B)(6) hospital. [Signature illegible]. Emergency department visit. Had surgery for ventral hernia repair september 26th. Had mesh placed. Staples were placed per 1 week, then removed. Small dehiscence mid-point of wound with some drainage of serous fluid. Wound explored; subcutaneous cavity noted and packed with ¼¿ neu-gauze, [illegible] about margins of incision at site of dehiscence. Bowel sounds active, non-tender without masses, organomegaly [illegible]. Impression: post-surgical seroma; drained. Plan: keflex. See surgeon or family doctor monday for packing change, further evaluation. (B)(6) 06:(B)(6) hospital. [Signature illegible]. Emergency department visit. Missed top stair; fell, hit head and left upper leg. Unable to get back up. Complains of nausea. Impression: 1 ½ inch scalp laceration, left leg contusion. (B)(6) 09:(B)(6) community clinic. (B)(6) , fnp-c. Office notes. Presenting with history of lump right above her umbilical area that she has noticed for about a month. Had been waiting to come in to have it evaluated because she was hoping it would go away by itself, obviously it has not. Over the weekend has been having increasing amounts of pain, now 7/10. Had hernia repair in 2005 in what [sic] of the inguinal areas and c-section in 2003; she states required follow up surgery and actually was transferred to university of minnesota because it sounds like she eviscerated and as she puts it all of her guts fell out. Weight 122.4 lbs. Abdomen: definite scar from previous surgeries which are presumed to be the c-section repair. Good bowel sounds; slightly hyperactive. Area of pain is directly above umbilical area, has very firm painful ball-like bulging area I would estimate to be approximately the size of a golf ball notable on exam. Area very tender to palpation. I did press on it somewhat firmly but did not feel that it reduced at all. Patient extremely uncomfortable with this procedure. Impression: palpable umbilical hernia, rule out incarceration. Plan: abdominal ultrasound today. Contacted fargo, merit care inpatient; scheduled to see dr. Gasevic on 08/19/09 for further consultation/definitive treatment. Will make sure we have a copy of this note, lab work and ultrasound accompanying patient for appointment. (B)(6) 09:(B)(6) hospital.(B)(6) , md. Radiology ¿ ultrasound abdomen limited. Indication: supraumbilical ventral wall pain at site of previous hernia repair (2005) reported to have midline opaque mesh on CT scan (B)(6) 08. Follow up evaluation. Findings: complex 1.8 x 5.4 x 5.2 cm diameter midline subcutaneous mass above umbilicus which has extremely vascular margins and central fluid collection; cannot exclude abscess, differential includes seroma. Is conceivable that fluid filled bowel adhesed to interperitoneal well with mesenteric vascularity could mimic pathological process; suggest repeat CT scan abdomen particularly if considering surgical intervention (no sign of subcutaneous mass or abscess on CT abdomen 01/08/08). Impression: suspicious. (B)(6) 09: devil¿s lake. (B)(6) , fnp-c. Consult/transfer of care request form. To: dr. Gasevic. Transfer of care. Problem: umbilical hernia, question incarcerated. Appointment requested: emergent. (B)(6) 09:(B)(6) clinic surgery.(B)(6) , md. Consultation. Abdominal pain. History of multiple abdominal operations and ventral hernia repair with mesh, now presents to primary care with one month¿s history of abdominal discomfort and swelling at the upper extent of midline incision. Describes sharp pain at site of swelling; no aggravating or alleviating factors. No alteration of bowel/bladder function, no fevers/chills. She thinks bulge has decreased in size since yesterday. Also complains of intermittent discomfort in epigastrium for which CT was done about a year ago to evaluate for possible hernia. Risk factors: 10 cigarettes to 1 pack/day; started 1970. Surgical history: c-section, hernia repair, possible evisceration. Occupation: cna [certified nursing assistant]. Respiratory: cough. Abdomen: bowel sounds normal. Small, tender, non-reducible hernia at superior aspect of midline incision. Impression: incarcerated incisional hernia. Plan: emergent operative repair indicated. Will proceed to operating room when room available. Admit with nothing by mouth until operation. (B)(6) 09:(B)(6) system. [Signature illegible]. Anesthesia record. Operation: excision of infected mesh, ventral hernia repair with mesh. Weight 54 kg. Asa: p1. (B)(6) 09:(B)(6) health system. [Signature illegible]. Operative record. Wound classification: 4. Pathology specimens: infected mesh. Cultures: incisional hernia-abdomen. (B)(6) 09:meritcare health system. Implant sticker. Bard collamend implant. (B)(6) 09:sanford medical center fargo. Microbiology. Source: abdomen. Site: hernia incision. Gram stain: 4+ (many) rbcs. 4+ (many) wbcs. No organisms seen. Aerobic culture: 08/23/09 final, no growth. Anaerobic culture: 08/26/09 final, no anaerobes isolated in 5 days. (B)(6) 09:sanford medical center fargo. Lab. Wbc 12.9 h (4.5-11). (B)(6) 09:meritcare health system. [Illegible] (B)(6) . Progress notes. Pain better. Nauseated; vomiting yesterday. Not passing gas. Taking sips/chips. Abdomen soft, non-distended, appropriately tender. Impression: ventral hernia repair with mesh postoperative day 2. Plan: ambulate three times/day. Foley out tomorrow. Awaiting bowel function. 08/21/09:meritcare health system. Janet dietz, rd. Nutrition notes. Weight 53.1 kg. Optimal weight 60 kg. Bmi 20.09. Anorexia/decreased intake: nothing by mouth x3 days. Consider alternative nutrition if unable to resume diet. Consider theragran m for healing, additional vitamin d for general health. 08/26/09:meritcare hospital. Enej gasevic, md. Discharge summary. Primary diagnosis: infected mesh with history of ventral abdominal hernia. Hospital course: presented to clinic on the 19th with history of pain at site of pervious abdominal ventral hernia repair. Apparently had multiple abdominal surgeries with dehiscence and intraabdominal catastrophe in the past, which was repaired with mesh and had increasing pain and some protrusion in the area about a week prior to presentation. On exam, it appeared consistent with a recurrent hernia. Taken for repair the same day and found to have infected mesh. Mesh was excised and replaced with a bioprosthesis with good results. Admitted inpatient for the remainder of the week due to difficult to control pain, nausea, and inability to tolerate oral. Eventually discharged on the 26th tolerating oral and in good condition. 08/26/09:sanford health fargo region. [Signature ni]. Discharge instructions. Follow up appointment enej gasevic september 2. Do not lift or carry over 25 pounds. Ok if incision gets wet. 09/02/09:sanford broadway clinic surgery. Enej gasevic, md. Office notes. Postoperative excision of infected mesh, repair of ventral hernia with biologic prosthesis 08/19/09. Weight 116.8 lbs., bmi 20. Medications: tylenol, lortab, colace, milk of magnesia. Risk factors: states has not had a cigarette since surgery. Pathology report discussed with patient. Exam: surgical site: incision intact-well healed. Drain in place; minimal serous drainage. Drain removed. Gastrointestinal: bowel sounds equal and active, abdomen soft/nondistended, abdominal tenderness. Incision well healed, no evidence of hernia. Impression: postoperative exam without complications. May return to normal activities 6 weeks postoperative. Return in 4 weeks. (B)(6) 09:(B)(6) clinic surgery. (B)(6) , md. Letter to whom it may concern. Due to medical reasons, kimberly was unable to attend work. She may return to light-duty work now, and is not to lift more than 10 pounds for the next six weeks, or until I release her without restrictions. Please contact me if additional information is needed. (B)(6) 09:(B)(6) hospital. Nurse notes. Complains of abdominal pain. Had hernia repair august 18th. Left side of incision hurts. Skin very warm to touch, has yellow drainage from incision site. Area very tender. Wound culture obtained. Discharge home, stable condition. (B)(6) /09:(B)(6) hospital. (B)(6) . Emergency department visit. Complains of postoperative wound infection. States had hernia surgery last month at fargo; currently followed up by the surgeon in fargo, however, it is starting to drain a lot more. Abdomen: healing postoperative wound with some mile [sic] purulent drainage at wound site. No obvious lymphangitis or local erythema. Impression: postoperative wound infection. Plan: treat with a gram of rocephin, follow up with keflex and vicodin for pain. Advised to keep area clean, dried and covered. Follow up with family doctor. 09/18/09:mercy hospital. Microbiology. Source: wound (aerobic). Umbilical hernia incision: staphylococcus aureus. ??/??/??:[missing records: records between 09/18/09 and 07/22/11 were not provided.] (B)(6) 20:(B)(6) medical center fargo. (B)(6) , md (resident); (B)(6) , md. History & physical. 58-year-old who is status post bilateral femoral hernia repair june 2019 at essentia. States repair worked well until she went back to work as a certified nursing assistant 4-6 weeks following surgery. Since then has noticed a bulge in right groin that continues to get bigger. Bulge associated with pain in last couple months. Pain has become so bad she was sent home from work today. Has history of possible ventral hernia repair but does not remember when it was done, thinks it was done in jamestown. Denies nausea/vomiting, fever or chills. States she is chronically constipated; has not had bowel movement or passed flatus in 2 days. Last ate about an hour ago, on her way to the emergency department. Does not take any prescribed medications. Surgical history: bilateral femoral hernia (june 2019), ventral hernia repair, c-section. Social: no alcohol, ½ pack per day. Review of systems: chronic constipation, right groin pain. Weight 114 lbs., bmi 19.57. Abdomen: soft, non-tender. Right groin bulge noted with standing or when baring down. Tender to palpation, reducible. Labs pending, no images available. Impression: right groin pain; noted to have recurrent right hernia. Status post bilateral hernia repair. Plan: nothing by mouth except medications. CT abdomen/pelvis with contrast. Labs now, repeat in morning. Admit to medical/surgical floor. Ivf resuscitation. Oral/IV pain meds as needed. Possible operating room tonight or tomorrow morning depending on findings from CT scan. Discussed with dr. Ahmeti, plan formulated with him. Attestation: I have examined the patient and agree with resident¿s assessment and plan. Patient with history of bilateral femoral hernia repair presents with recurrent right groin bulge; partially reducible. Will check CT for anatomy. Patient ate about 2 hours ago, so will not likely go to surgery tonight. 02/26/20:sanford medical center fargo. Thomas philip kennedy, md. Radiology ¿ CT abdomen/pelvis with contrast. Comparison: none. Impression: right inguinal hernia which contains a loop of small bowel. No evidence of bowel obstruction. 02/27/20:sanford medical center fargo. Kristen r. Reede, md (resident); sheryl m. Sahr, md. Progress notes. No acute events overnight, doing well. Pain controlled, denies nausea/vomiting. No bowel movement or flatus. Impression: recurrent right hernia. CT demonstrates right inguinal hernia that contains small bowel. No evidence of bowel obstruction. Plan: talked to patient that the hernia repair we have to offer would likely lead to recurrence. Will talk to our colleagues at altru that may be able to perform robotic repair. Patient okay with this. If they are unable to perform surgery, will discuss surgical options again. Attestation: examined patient and agree with resident. CT shows hernia is new inguinal hernia rather than recurrent femoral hernia. Is not obstructed and is reducible. Patient smokes, is chronically constipated and works at a job involving daily heavy lifting. Risk of recurrence with patch herniorrhaphy is extremely high. Discussed with patient; is interested in abdominal wall reinforcement with intra-abdominal patch. Will work on identifying surgeon in area who can provide this; if not able to do so, will proceed with lichtenstein repair later today. (B)(6) /20:(B)(6) medical center fargo. (B)(6) , md (resident); (B)(6) , md. Progress notes. Right inguinal hernia, reducible, no signs of bowel incarceration at this time. Given history of prior femoral repair, advised patient the better option will be to have it done laparoscopic/robotic to reduce risks of recurrence. Discussed with dr. (B)(6) at essentia; will be able to see her in clinic early next week to discuss robotic repair of right inguinal hernia. Plan discussed with patient and daughter; agreed to follow up with dr. Ernst. Patient will be discharged home. (B)(6) /20:(B)(6) medical center fargo. (B)(6) , md. Letter to whom it may concern. This is to certify that(B)(6) was hospitalized from (B)(6) 20 to(B)(6) 20. Due to her ongoing medical condition, we do not advice [sic] patient to partake in any lifting. We ask that she be excused from work until this condition is assessed by treating surgeon. ??/??/??:[missing records: records after(B)(6) 20 detailing follow up for right inguinal hernia, possible surgery were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2005 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh broke open. Additional event specific information was not provided.